Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the reported phenomenon was duplicated. Omsc checked the subject device and found that the electrical circuit board of the subject device relating the sdi [1] in connector was damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the damage of the electrical circuit board could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the damage of the electrical component due to the repetitive applying of static electricity.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the image input from the sdi [1] in connector of the subject device was not displayed on the subject device during an unspecified diagnostic procedure. The user facility changed the connection, the image input from the sdi [2] in connector of the subject device was displayed. The user completed the intended procedure with the subject device. There was no patient injury associated with this report.